Event description:
It was reported that the patient underwent the implant procedure. The leads exhibited normal electrical measurements when connecting to the pacing system analyzer. After connecting to the implantable cardioverter defibrillator, the right ventricular lead exhibited high lead impedance. The device was not used and replaced, while the lead still exhibited high lead impedance after connecting to the new device. Therefore, the lead was not used and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.